Event description:
It was reported that no flow was observed with a one-link device. It was not reported when this occurred. The device was connected to the tubing of one device and also to an extension set. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.